Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopic procedure, the ar-7200, suture disassembled from the needle at the point of passing the device. All fragments were retrieved and the case was completed by using another of the ar-7200 without further issue.